Event description:
Customer reported after thawing for transplant they were transferring contents of the bag into another bag. They noticed there were pieces in the cryocyte bag after transfer. He believes that they may have been from the spiking of the ports. Additional info: after thawing for transplant there were transferring contents of the bag into another bag. They noticed that there were pieces of plastic in the cryocyte bag after transfer. He believes that they may have been from the spiking of the ports. This occurred on (B)(6)-2008 and was called into customer service. Additional questions and responses: product stored was autologus peripheral stem cells intended for pt use. The cells were administered to the pt and they received the intended dose. The pt did not suffer any adverse consequence. Sterility testing was done on the cellular product after removal from the baxter product. It came out positive but it was felt that the sample was contaminated as the pt was tested and it came out negative. The pt did not suffer any other adverse clinical consequence.

Manufacturer narrative:
(B)(4). Baxter medical director assessment: this is a case of particulate matter in a cryocyte bag after transfer to another bag. Although the customer feels that the particles may be the plastic from the ports, this cannot be truly proven until the sample has been analyzed. Per the customer, the pt was given additional antibiotic due to a positive reading from the cell product. F/u with the pt determined that the pt was negative and the additional antibiotic treatment was stopped. There is no info of any pt adverse outcomes. As in all cases of foreign particulate matter in a cryocyte bag there is add'l risk to the pt regarding sterility, infection, and/or an add'l adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. We are currently awaiting the sample for further evaluation of the product.